Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that it was not possible to interrogate this device. The patient was seen four months later and it was noted that a magnet was applied and a heart rate of 100 beats per minute was seen. The device remains implanted. No adverse patient effects ere reported.